Event description:
It was reported that there was an infection. The manufacturer representative was unsure when the infection started. Later, the healthcare professional (hcp) reported that the date of the onset of infection was (B)(6) 2014. However, it was also reported that the patient had the initial stimulator placed in 2013 and there was also a prior infection at initial stimulator placement in 2013. A new lead was used ¿5/14¿ and connected to initial generator. Signs and symptoms of infection included redness, drainage, and incisional wound opening. A culture was obtained and the source was the device pocket. There was a milky fluid in generator pocket and staph (not (B)(6)) was cultured. The primary location of the infection was the device pocket. The physician wanted to remove the implantable neurostimulator (ins) and save the lead. However, treatment was reported as a total device explant, oral antibiotics and wound packing. Perioperative antibiotics were administered. The drug used with listed as not applicable. The patient did not have meningitis. The patient outcome was ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).